Event description:
It was reported that some time after deployment of a vascular stent in the sfa, upon reported f/u it was discovered that the vascular stent was occluded, fractured, and twisted. The pt went to surgery for a femoral bypass graft. The pt was reported to be asymptomatic following the surgery.

Manufacturer narrative:
No lot number has been provided. Therefore a mfg review of the specific device lot could not be performed. Based on the review of the engineering change history no relevant process or design changes were implemented, that could have lead to the event reported. Based on the eval of the image provided it is confirmed that the stent was occluded, twisted and fractured in the mid section. The twisting of this kind of stent may be caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate clockwise upon deployment of the delivery system. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. There may be also various physical forces, including individual pt factors, contributing to the twisting of a stent in this region. Based on the info available a definite assessment concerning this matter could not be made. A not performed balloon pre dilation may have been a contributing factor to the event reported. The IFU states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position... While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum... While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end."